Event description:
Complainant alleged that this is the second device used while attempting to treat a pt, the device displayed a "poor pad contact" message. This is the second similar report, the first reported on medwatch 1220908-2008-02774. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.